Event description:
Customer reported that the insulin pump had a blank display and the customer did not receive any alarms before the insulin pump shut off. Customer also stated that the drive support cap was sticking out. Customer's blood glucose reading at the time of the call was 112 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. No shutting down or blank display anomalies were noted during testing. All operating currents were within specification and no unexpected low battery or off no power alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked display window at the bottom right side corner, a cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube and cracked battery tube threads. The drive support disk was inspected and no anomaly was noted. Moisture damage was found on the electronic and motor assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.